Event description:
It was reported that during a catheter revision procedure, the surgeon had trouble connecting the pin to the distal and proximal portion. The surgeon said he couldn't see very well because the patient was larger. He felt somewhat confident that he did connect the catheter correctly. The distal portion of the catheter was primed and the pt was started back on 100 mcg/day of baclofen. The pt did have some unspecified symptoms of overdose after the surgery and the physician decreased the dose. The pt went home from the hospital. The concentration and daily dose being delivered via the pump prior to revision were not reported.

Manufacturer narrative:
Results code used for the catheter.